Event description:
Major pump unit(s) involved: drive unit failure specific component(s) involved: other component malfunction, specify

Event description:
Major pump unit(s) involved: drive unit failure additional text: vad making funny noises specific component(s) involved: other component malfunction, specify additional text: . Other component: at admission vad was making funny noises causative or contributing factor: no specific contributing cause identified other cause: intervention(s): switch from vented electric to pneumatic other intervention: side.